Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed using an unspecified method and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer states that previously, she observed the same pattern of cov2 pos and only the n2 was negative while the CT values were 32 and greater;"

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed using an unspecified method and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer states that previously, she observed the same pattern of cov2 pos and only the n2 was negative while the CT values were 32 and greater."

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref 44500301) lot 1279066 was performed by the review of manufacturing records and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd maxtm system indicated that lot 1279066 was manufactured according to specifications and met performance requirements. Customer reported three discrepant results with bd sars-cov-2 reagents for bd max¿ system kit lot 1279066. According to customer, positive results were obtained only for the n1 target, but when repeated, the samples gave a negative result using their verification methods (cepheid as well as other unspecified method). It must be noted that the cepheid assay only detects the n2 and e gene targets and does not detect the n1 gene target. Therefore, with this assay, the customer cannot confirm n1 positive results obtained with the bd sars-cov-2 reagents kit. Moreover, limit of detection can vary between different assays. Only pictures of the first page of the pdf report of runs 521 and 522 from instrument ct1475 were provided for investigation despite several request made to the customer in order to obtain the .csv reports. The investigation was thus limited. Analysis of the data provided confirmed samples in position a9 in run 521 and in position b1 in run 522 from instrument ct1475 obtained n1 gene positive results with CT score of 35.4 and 33.4 respectively. No picture was provided for the third sample tested on 2021-12-06 mentioned in the complaint text. Overall, based on the data provided, bd was unable to confirm the exact cause of the customer¿s discrepant results, but no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max¿ lot 1279066. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.